Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the severely calcified vessel. A 5.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a pinhole in the balloon material, 1mm distal of the distal markerband. Inspection of the remainder of the device found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the severely calcified vessel. A 5.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.